Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left side deflation. Concomitant medical products: right side; 325cc mentor smooth round moderate profile; catalog#: 3501650; s/n: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent revision breast reconstruction with a 325cc mentor smooth round moderate profile and was presented with left side deflation confirmed by the physician on (B)(6) 2019. As a result, patient underwent bilateral explantation and replacement with mentor implants catalog number 3501650 on (B)(6) 2019.